Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing caused due to post paced t-wave oversensing. Programming changes were discussed and no intervention was performed. No patient symptoms were reported. No other information was available.